Event description:
Reportable based on analysis completed on (B)(6) 2011: it was reported that during a peripheral intervention treatment procedure a balloon rupture occurred. The 4.0mm/1.5cm/140cm monorail spcb flextome balloon catheter ruptured at nominal pressure. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the balloon was detached from the device.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: a visual examination of the device found that the device was returned with blood in the shaft. The balloon was detached from the shaft and was not returned with the device. A visual examination observed that the inner lumen was detached from the balloon at the distal bond and the outer distal was detached from the balloon at the proximal bond. The shaft was stretched and kinked at the rapid exchange (rx) bond. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).